Event description:
The core micro drill was sent for evaluation because it allegedly overheated during a procedure, and a readily available replacement device was used to complete the procedure. There was patient involvement. However, no delay or serious injury as reported.

Manufacturer narrative:
The alleged failure could not be duplicated, and only standard maintenance, such as cla (cleaning, lubrication, and adjustment) was performed at this time.